Manufacturer narrative:
Product complaint # (B)(4). No device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : per wi-3430 it has been determined that a DHR review is not required.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The primary surgery was performed on (B)(6) 2007 via tha for the patient¿s right hip joint. It was reported that the revision surgery was performed on (B)(6) 2020 due to armd which was caused by trunionosis and the loosening of the cup. There was bone defect at the patient¿s acetabular. The surgeon reconstructed the acetabular via ibg (impaction bone graft) with mesh. The explanted cup was manufactured by kyocera. It was difficult to remove the stem, the surgeon could remove the stem and reconstructed via ibg. New implanted stem and cup were manufactured by stryker. The surgery was completed, and it was unknown whether there was any surgical delay. No further information is available.